Manufacturer narrative:
There was no patient injury with this incident. The dental office reported that the top of the holders were yellow and brittle and that they looked old. The manufacturer has requested return of the holders for inspection.

Event description:
The plastic holder for the intraoral x-ray sensor broke while in the patient's mouth.